Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the manufacturing representative needed assistance with turning off an interstim device. It was reported that the leads migrated and the ins no longer works. Revision to the entire system, remove the migrated leads and implant new leads with an intellis ins is planned for today.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va014tx, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 22-jun-2016. If information is provided in the future, a supplemental report will be issued.